Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, vaginal discharge, vaginal infection, urinary tract infection, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added: pain- pelvic/ abdominal, dysmenorrhea, back, dyspareunia, menorrhagia, vaginal discharge, vaginal infection, urinary tract infection, fatigue, weight gain. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.